Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-cups-unk, lot #unk. Item # unk, hip-unknown-liners-unk, lot #unk. Item # unk, hip-unknown-stems-unk, lot #unk. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-05091.

Event description:
It was reported that a patient has been indicated for a revision surgery due to dislocation. No revision has been scheduled to date. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed with the review of radiographs. X-ray review states that the prosthetic femoral head is dislocated and overlies the superolateral margin of the acetabular cup on both views. No acute fracture is identified. There is suspicious lucency in gruen zone 7 of the femoral component that is partially obscured by screw and wire trochanteric fixation which may represent osteolysis. In addition, there is abnormal lucency reflecting osteolysis along the acetabular component and along both acetabular fixation screws. Device history record (DHR) was reviewed and no discrepancies were found.. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional reports have been submitted for this event. Please see associated reports: 0001822565-2018-05442, 0001822565-2018-05443.